Event description:
It was reported that during an unk procedure, the plastic components at the forceps tip split. It was not reported how the procedure was completed. There were no adverse consequences reported. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.